Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharger antenna failure; the "no device found" message was seen intermittently. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt said they haven't been able to get their controller to work since last wednesday. Pt said they spoke with their manufacturer representative (rep) twice today on the phone; pt said rep helped her, but the controller "finally went out". Pt said they can't get anything, any lights or anything on the controller. Pt said they were trying to charge their implant and they tried charging the controller at the wall, but the screen is black.  Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt eventually confirmed that the controller green light was flashing. Pt said the controller was showing recharging at 20% battery and the implant showed 60% battery. The troubleshooting steps that were taken on the call resolved the issue. Pt said they haven't been back to see their  health care professional (hcp) since the implant surgery and they only call their clinician. Pt said they have called their clinician for normal setting questions, but they have had the recharger replaced before. Pt said they also have to charge their implant every day; pss reviewed that charging is dependent on settings. Pt said they have a friend with a different implant that they think they only charge once a month; pss reviewed normal charging, settings can affect, but everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Additional information was received. It was reported that the controller is charged up and she went to charge her implant and controller showing messages to call the manufacturer and will not charge the implant, getting poor recharge quality. Asked clarifying questions and patient said the recharger does not have damage, and only gets warm when recharging. An email was sent to the repair department for recharger replacement.